Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit.

Manufacturer narrative:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken terminal at the thermostat, which had briefly allowed electricity to come into contact with the fabric foundation, resulting in a 1/4" burn. We also noted several other components which had been bent or broken, indicating misuse of the unit. We determined the cause of this event was misuse on the part of the consumer.